Event description:
A hospital in (B)(6) reported that four rt206 adult breathing circuits failed the ventilator leak test, either on a v500 ventilator or a pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: we received two complaint devices for evaluation: one from lot 130213 and one from lot 130408, with a manufacture date of 8 april 2013. The breathing circuits were pressure tested to check for any leaks and submerged in a water bath to check for the source of the leak. Results: the pressure test revealed that both circuits were out of specification. The water bath test showed that the leak was at the connection between the lid and the bowl of the water trap for both circuits. A lot check revealed no other complaints of this nature for lot numbers 130213 and 130408. Conclusion: the water trap is made up of two parts, a lid and a bowl, and can thus easily be opened to remove excess water. We were unable to determine the cause of the failure of the seal between the water trap bowl and lid. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the rt206 adult breathing circuit was released for distribution possibly during transport, storage or distortion of the water trap when the bowl was reconnected. The user instructions that accompany the rt206 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."